Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported ¿there was a little effect during the first-phase experience, but the effect after the formal implantation was still the same as before the surgery and the effect was not good.¿ the patient started using a catheter for catheterization in (B)(6) 2019 and their doctor said that there was no better way for the moment. It was unknown whether any troubleshooting was performed or actions taken to address the issue. The patient was being observed at home at the time of report. No further complications were reported or anticipated.